Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: the device has been received for analysis. Device analysis determined that the condition of the returned device was consistent with the complaint incident. However, hypotube broken and stent damage were also noted. The device was returned in two pieces as result of a break 400mm distal to the strain relief. A kink was noted 200mm distal to the strain relief and a second kink was noted 465mm proximal to the tip. Several smaller kinks were noted along the length of the hypotube. The struts on the first row on the distal end of the stent were misaligned. The balloon and tip of the device were visually and microscopically examined and no issues were noted with their profile that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
This complaint is now reportable based on analysis approved (B)(4) 2013. It was reported that during a percutaneous coronary intervention procedure, the shaft was kinked. The 90% stenosed target lesion was located in the non-calcified and severely tortuous right coronary artery. During preparation, a 3.00 x 28mm promus element plus stent delivery system was selected to treat the lesion. The device was removed from the package for set up. They noticed that the shaft was kinked. The procedure was completed with another of the same device. No complications were reported and patient status is good. However, returned device analysis revealed distal stent damage and hypotube break.